Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event allergic reaction (pt: injection site allergic reaction), was deemed to meet the serious criteria of required treatment to prevent permanent damage. The device history record for radiesse(+) injectable implant lot number a00026460 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted.

Event description:
This spontaneous report was received from a german physician and concerns a female patient. She was injected with radiesse(+). Batch numbers were reported as a00626460 (reportedly an invalid number) and a00026460. The batch record review was received and the lot number for radiesse(+) was confirmed as a00026460 (expiry date 06/2023). A lot search in the global safety database was conducted. In 2021, reported as last year, following the radiesse(+) injection, the patient experienced an allergic reaction. The patient was in an allergology outpatient clinic at the hospital to look into a further clarification for this allergic reaction. The outcome of the event was reported as unknown. Internal data base correction was performed on (B)(6) 2022: within the scope of case processing it was discovered that the batch number was falsely entered as a00626460. Therefore, it was corrected to a00026460, and the narrative was amended accordingly. Furthermore, the initial narrative was amended, the sentence: batch numbers were reported as a00626460 (reportedly an invalid number) and a00026460, was added.